Event description:
Instrument failure - while the surgeon was reaming over the tap, the tap broke in the glenoid.

Manufacturer narrative:
The instrument was returned on 24 oct 2017. When the reported event occurred the instrument may have been in service for over 6.5 years. This event occurred during surgery near the patient. There was not another suitable device available, the incident did cause a 1.5 hour delay in surgery and this was a significant adverse event, however; surgery was completed as intended and the instrument was inspected prior to surgery and was found to be acceptable. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Examination of the returned reamer shows the threads have broken off (all pieces returned), confirming the complaint. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.